Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the mid left anterior descending artery (lad). The 2.50x20mm taxus stent delivery system was advanced, but unable to cross the lesion. When the device was removed from inside the pt it was noted that the stent edge was damaged. The procedure was completed with a different device and no pt complication occurred. The pt's current condition is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).